Manufacturer narrative:
H6: investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviation was found. Photos were made available by the client for evaluation, making it possible to carry out an investigation and determine the root cause for the incident. The photo was analyzed and it is possible to state that during the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see h10.

Event description:
It was reported that the bd¿ precisionglide¿ needle pierced through the shield. This occurred 4 separate times during use. The following information was provided by the initial reporter from portuguese to english: "the reason for my contact is related to the quality of the products you have been supplying. Today, for the fourth time the 40x12 needle went through the shield and pierced my finger. Precisely because it is the fourth time I am getting in touch."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ precisionglide¿ needle pierced through the shield. This occurred 4 separate times during use. The following information was provided by the initial reporter from (B)(6) to english: "the reason for my contact is related to the quality of the products you have been supplying. Today, for the fourth time the 40x12 needle went through the shield and pierced my finger. Precisely because it is the fourth time I am getting in touch."